Manufacturer narrative:
Section h7: in the previous report, "recall" was selected in error. Manufacturer's investigation conclusion: the reported outflow graft stenosis could not be confirmed through this evaluation as no images were submitted for review. The low flow alarms confirmed via the submitted log files reportedly resolved after a stent was placed to treat the stenosis. It was reported that a computed tomography angiogram (cta) scan was performed on 20feb2021 that revealed stenosis distally within the metallic segment of the outflow cannula. The significance of the stenosis was unclear. A stent was placed on 20feb2021. It was communicated that flow stabilized after the stent was placed. The patient was reported to be asymptomatic and transferred to an outside facility. The submitted controller event log files contained data from 12feb2021 to 18feb2021, 19feb2021 to 21feb2021, and 22feb2021 to 01mar2021. The pump operated at a stable speed for the duration of the files with routine power source exchanges and pulsatility index (pi) events captured. There were transient low flow hazard alarms starting on 18feb2021 that appeared to resolve by 21feb2021. There were no other notable events or alarms captured in these files. The device appeared to be functioning as intended. The patient is ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system instructions for use (hm3 lvas IFU) contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place, and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device was alarming for low flows, and the patient was brought into clinic. The patient was in normal sinus rhythm with mean arterial pressure at 98/0. The device was recording constant low flows for 50 minutes. At 13:51, the flows had decreased from 4.9 lpm to 2.4 lpm and had remained low since. The patient was hydrating and laying flat. The event log recorded a string of low flows beginning (B)(6) 2021 at 13:53 where the flow had dropped from 4.9 lpm to 2.4 lpm followed by multiple strings of low flows for the remainder of the log. The trending seen in the event log was suspicious for an obstruction or other condition which would have resulted in a reduction in blood volume flowing through the pump. The patient had an outflow graft kink/occlusion seen on a computed tomography angiography scan which was stented in the cardiac catheterization lab on (B)(6) 2021, and low flows stabilized. The log file recorded transient low flow alarms on (B)(6) 2021 at 11:21. The flow improved/increased from 2.5 lpm to 5.7 lpm over the remainder of the file (B)(6) 2021 11:21 to (B)(6) 2021 11:11. A follow up log file was reviewed on 01mar2021 and showed low flows on 19feb2021 and no other issues noted in the date range. The patient remained asymptomatic, and was transferred to an outside facility for possible increase in listing status for heart transplant.